Event description:
It was reported that there was no capture, very high impedances, and a possible lead fracture. During the explant procedure, the lobes could not be retracted. The lead was left implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.